Event description:
While using the lumenis holmium laser, white sparks were noted to shoot out the side of the disposable fiber (the rubber portion where it plugs into the actual machine). Laser was immediately put into standby mode. Fiber was then disconnected from the laser. When fiber disconnected, fiber itself broke away from the black housing piece. A hole was noted in the black section. New fiber was opened and energy levels were dropped lower. At the time fiber was in use, settings for the machine were 1 joule; 15 pulse(hz)/sec totaling 15 watts. Total energy used at time of incident was 6.11 kilojoules.